Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) received a "memory dump" error message and was periodically sending some of the bedside monitors (bsm) into communication loss. The unit was in use on patients, however no patient harm was reported. The issue resolved on its own. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) received a "memory dump" error message and was periodically sending some of the bedside monitors (bsm) into communication loss.